Event description:
Customer reported a set is leaking. Tubing just hung and connected when the leak was identified. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.